Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. Patient reported significant improvement, with pain being reduced from 9/10 down to 2/10 per a survey completed in (B)(6) 2024. In (B)(6) 2024 the patient was seen for a reprogramming due to reports of pain returning. During the reprogramming it was noted that multiple contacts returned high impedance readings and later imaging confirmed that the implanted leads had significantly migrated. Patient was offered to have the system revised and elected to remove the system instead. On (B)(6) 2024 a full system explant was performed and the explanted components were retained by the medical facility.

Manufacturer narrative:
The patient did not report any external trauma or excessive activities. It is unclear if there are external factors that influenced the movement of the implanted components more than a year after implant. It is likely that the migration of the leads caused stress at connection points and led to the impedance readings seen, however this was unable to be fully confirmed due to the device being unavailable for inspection. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.